Event description:
Patients nurse reported "device needs service" alert and service code with wrench. Confirmed no twisting damage to therapy cable. All troubleshooting attempts failed. Wcd role in the event is pending evaluation of to-be-returned device.